Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the customer reported the autopulse li-ion battery (sn (B)(4)) is unable to power on the autopulse platform. The status leds on the battery flash green when the status button is pressed, indicating the battery has exceeded its expected service life of three years from its date of manufacture, however it is fully charged. The battery was manufactured on 4/14/2017. No patient involvement.